Event description:
The cylinders and pump were removed from the patient and replaced due to fluid loss.

Manufacturer narrative:
Pump performed within specs. Cylinder had torn fabric and bulging. Cylinder had a fatigue leak. Tubing was functional.